Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment and a faded and discolored display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found a crack in the battery compartment. The pump powered on and the display screen was found to be faded and discolored. (B)(6).